Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. No failed battery test alarms noted. The device had minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery cap. The blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.